Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material remained in device, but the type of the material cannot be identified. However, it is presumed from the provided information that the foreign material was simethicone. Also, the foreign material may not have been removed because reprocessing was not conducted properly due to upward/downward angulation control knob and scope body leaked. The event can be detected/prevented by following the instructions for use: instructions for use states the detection method in gif-1tq160 operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in gif-1tq160 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the air/water tube and air/water cylinder. There were no reports of patient involvement.